Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure, a tear approximately 2 mm in length was observed in the lens, extending from the periphery to the center of the optics. The lens was subsequently removed and replaced with a backup lens of the same model and power during the same procedure. The patient is currently doing well. No additional information is available.